Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient presented in-clinic for pre-op check prior to the device upgrade. Upon interrogation, episodes of oversensing and noise were noted. The device was reprogrammed. The patient was then brought in for a rv lead revision and device upgrade replacement procedure. The right ventricular lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well.